Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2018-08104. It was reported that there was an infection noted in the device pocket. The device and leads were explanted to resolve the infection; however, the patient expired during the procedure.